Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was additionally reported that after the intra-operative issues, the original procedure was canceled. It was determined that for the second intervention, non-synthes product would be used. There is no further information regarding the second intervention.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to intra-operative issues the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Manufacturing location: (B)(4), manufacturing date: december 10, 2014, expiration date: november 1, 2024. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) is as follows; it was reported that during a procedure on (B)(6) 2016, when the surgeon was turning the screw, the in-space implant 8 mm-sterile wasn't closed and the wings weren't deployed along the spinous processes. A second intervention is necessary. Patient outcome not reported. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device returned to manufacturer. A manufacturing investigation was performed. The complained device was sent to the responsible manufacturing site for evaluation. The data etched match with the reference numbers reported in the complaints. The investigation has shown that the complained article was manufactured on january 2014 according to the specifications. The returned product cannot be subjected to a dimensional inspection. All components are assembled. The part was deformed by an increased force during surgery therefore a dimensional check is not possible. The wires could not extend properly caused probably by tissue resistance. It shows scratch marks caused by incorrect handling. The thin wires were bent by an additional force. This bending causes the wires to move when the product is opened. As a result, the functionality is no longer given. Due to the obvious damage of the part no function test can be carried out. All articles are checked for their functionality after assembly. All parts have been correctly assembled and have passed the functionality test. The part meets the specifications. No product related issues were found. (B)(4). A device history record review was performed on part # 04.630.008s, lot # aa2843: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 27-jan-2014, expiry date: 01-jan-2024. No non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.